Manufacturer narrative:
It was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the head. Similar complaints have been identified for the cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The patient had bilateral metal on metal hips but the left side was smith & nephew (2008-2018). Its noted that the contralateral side did have report of, pseudotumor, fretting corrosion, black staining and alval noted during revision. The report of the pain and elevated metal ions could be related to the contralateral hip. The left side revision did not note findings related to metal related pathology. It cannot be concluded that the reported findings are related to the s+n product based on the information provided. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a left hip revision surgery due to persistent pain, and elevated cobalt and chromium metal ion levels in the blood.